Event description:
A customer reported a cartridge alarm 30, but there was no adverse impact to the customer's blood glucose level. Technical support confirmed the occurrence of cartridge alarms and decided to replace the pump since it was still under warranty. The customer was instructed to continue using the existing pump for insulin delivery, provided with guidance on putting the pump into storage mode, and informed about the return process for the defective pump. The customer was also advised to program settings and connect their cgm to the replacement pump, which was sent by technical support.